Event description:
It was reported that the subject device had displayed an e217 endoscope error message. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope error code e217 is traced to failure of the circuit board from the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.